Event description:
It was reported that during a roux-n-y, when performing the gastrojejunostomy, the device did not form the anastomosis correctly. Half of the anastomosis was stapled and the other half appeared to not be stapled. The staples that were deployed were formed. The case was completed by sewing the anastomosis with 2-0 silk. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: how was it confirmed that the anvil was secured to the trocar? Click was heard. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Asku. Did the red safety remain engaged until firing? Asku. Type of tissue? Friable. Was the breakaway washer completely cut through? They do not typically inspect the washer for this type of procedure.

Manufacturer narrative:
(B)(4).